Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement test. The pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.(B)(4).note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had motor error alarm. It was reported that the customer had motor position encoder error alarm. The customer's blood glucose level was reported to be 324mg/dl. It was reported that the pump would be replaced and returned for analysis.